Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Date of event: the patient developed peritonitis on an unspecified date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).